Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported that she stopped using the insulin pump two months ago due to the amount of no delivery alarms that were returned. Blood glucose level at the time of the call was not provided. Troubleshooting could not be performed as these were previous events. No further information was provided.